Event description:
Sorin group (B)(4) received a report that the arterial pump slowed down during priming. An error code was displayed. There was no pt involvement as this occurred during priming.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 pump. This incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the arterial pump slowed down during priming. An error code was displayed. There was no pt involvement as this occurred during priming. The investigation is on-going. A f/u report will be filed when the investigation is complete.